Manufacturer narrative:
(B)(6). The date of manufacture was unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger/slider on the device was blocked/jammed. Therefore, the reported condition was duplicated and confirmed. An assignable root cause was unable to be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the compact air drive device did not function. During in-house engineering evaluation, it was observed that the trigger/slider on the device was blocked/jammed. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.